Event description:
It was reported that a person using an ilet experienced hyperglycemia with a meter value of 265 mg/dl and a device reading of 282 mg/dl, and an agent guided the person through a site-only change; the cause of the elevated glucose was unclear. Symptoms included feeling warm on the forehead. Outcomes included no alarms or alerts and resolution steps limited to troubleshooting and education. Investigation included customer counseling and guided site change to address possible infusion site or delivery issues. Investigation of this case revealed no report of device alarms or hardware malfunction, and no additional component concerns were identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.